Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have been hospitalized with blood glucose of 600+ mg/dl. Customer was hospitalized for high readings. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer was on steroids to help her breathe. The insulin pump was not returned for analysis.